Manufacturer narrative:
A customer reported that their AED is flashing red and will not power on. The customer stated that the unit is beeping. The customer said that she had purchased a new battery and new pads and that did not work. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED is flashing red and will not power on. The customer stated that the unit is beeping. The customer said that she had purchased a new battery and new pads and that did not work. They reported that this did not occur during patient use.